Event description:
Course of this pt's event is complicated. The info received from the hcp conflicts in dates etc with info submitted to MFR's device registration dept but the differences are not great. The pt's first pump was implanted in 19995 and explanted in 1999 for a pump pocket infection. In 1999 a pump was reimplanted with a new catheter. The back wound never healed but the pump pocket site looked good. The catheter was explanted. About 5-6 weeks later the catheter was reimplanted at a higher lumber level and the pt has been well since. The pt experienced redness, drainage, and incisional wound opening in the back wound. A culture revealed s. Aureus. The pt was treated with IV and oral antibiotics and the explants performed as described above. The condition has resolved.